Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that one cortex screw was bent and three cortex screws were broken during insertion. The implants were used for metacarpal bone fracture case. Bent; one of the reported cortex screw (400.812s, lot : 9089231) was bent while the surgeon was inserting it. Therefore, another cortex screw was used instead. Breakage; one cortex screw was broken at the screw head during insertion in the second hole at the proximal region after the surgeon completed to insert a screw in a plate hole at the distal region. The other two cortex screws were broken at the screw head during insertion in the fourth and fifth hole at the proximal region after the surgeon completed screw insertion in the proximal end hole and the second distal hole. These two screws were broken when the surgeon turned them counterclockwise before final tightening. Eventually, the surgeon inserted 2.0 mm screw in the second proximal hole as the proximal region was unstable. The broken screws were left in the patient¿s body. The surgery was complete with a delay, but the specific length of the delay is unknown. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information unknown. This report is for unknown screw/unknown lot number. Not implanted or explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.